Event description:
It was reported by the customer that after inserting the line, while pulling it out the needle detached from the line and came apart inside of a patient. Additional info received on 05-sep-2023. The event did not involve an urgent/life threatening medical situation. Patient was sent to or urgently to have catheter removed. There was not an interruption or clinically significant delay in medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.